Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a vertebral compression fracture and during the procedure, one of the balloons ruptured on the left side. The volume was 2.5cc in the right balloon and 1cc in the left balloon and psi was 700. No patient allergy to contrast was reported and no known fragments were left in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.